Event description:
It was reported that a smiths medical ventilator had internal leaking, knobs are broken and missing. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in used physical condition. The device was received in with 3 small knobs missing and 1 cracked. The manometer is out of spec, bottom case has a minor crack, input manifold is loose on the bottom chassis and rattling is heard internally. During the evaluation of the device, the input manifold assembly and timing valve cap were cracked. This was causing the issue. The damage was caused by the customer. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.